Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The consumer reported the patient lost 50 pounds and the wire slipped down, created a loop, and caused pain when the patient laid on it. They were also concerned that the device flipped. This was noted to have occurred in about (B)(6) 2015. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.